Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that it was time for a new ins battery, but they were disabled and a fall risk. Pt stated that they got 5-6 years out of the ins before the ins battery was done. Pt stated that they had a fall in september and also a fall in february. Pt stated that it seemed like their cervical and thoracic got out of whack, so hcp ordered a MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the implanted device is not working and the ins is turned off. The patient reported that the ins stopped working in (B)(6) 2022 and they have not been charging the ins since that time. They are doing the MRI for planning for a new stimulator for a different target than the exiting ins. They plan to replace the current implanted device with a primary cell ins during the new system placement. Technical services reviewed MRI information. No symptoms were reported. It was reported the ins battery was dead. The patient stated the ins battery died in (B)(6) 2023. The patient tried recharging and were then sent new equipment that was not compatible with their ins so the ins had not been recharged since (B)(6) 2023. The patient programmer would not connect with the ins. Patient was informed no new equipment would be sent and that it was time to have the ins replaced.